Event description:
It was reported on 08/03/2015 that this patient passed away on (B)(6) 2013. The patient had not been seen by the neurologist since 2013. The cause of death is unknown. The patient's last known neurologist does not know the cause of death or relationship to vns therapy. It is unknown what the disposition of the device is.